Event description:
It was reported that during a new device implant, the chronic right ventricular lead exhibited varying high voltage lead impedance in shocking vectors involving the svc coil. The lead had exhibited no anomalies prior to the device replacement. The svc coil was excluded from the shocking vector. The lead later exhibited oversensing and high, out of range, hv lead impedance in vectors involving the svc coil. The lead was capped. The patient was in stable condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.